Event description:
Additional information was received 11novermber2019: the patient was having a left heart cath and a 6fr procedure sheath was used. A pre-deployment angiogram was performed. The angio-seal device malfunctioned with collagen plug ultimately being pushed into vessel with footplate present. Hemostasis was achieved with a d-stat and manual pressure.

Manufacturer narrative:
Results - 3252 is based upon evaluation of user facility information & the returned sample; 213 is based upon functional testing of the returned sample. One used 6 fr angio-seal vip device was received for product evaluation. The device cap was returned mated with severed hemostasis sheath. Severed tamper tube and arteriotomy locator was returned as well. Visual inspection revealed a the sheath was cut into two pieces; one still attached to the main body of the carrier tube. The deployment sleeve was found in the rear lock position with the color bands exposed. The distal end of the suture was analyzed under the microscope and it was determined that it was a blade cut. There was no anchor or collagen attached to the suture. Several clamp marks were identified on the sheath and tamper tube and it is most likely appeared to be from a pair of hemostats. The sheath hub and deployment sleeve were removed from the device cap. The bypass tube was found partially attached to the hemostatic valve. No anomalies were noted. The device cap was disassembled and there were excessive blood-like substances observed inside the tensioner hub. Several turns of the suture were present within the disk tensioner. A pair of tweezers was used to pull on the suture. There was a slight resistance felt but the suture was able to be released as expected. No other functional anomalies were noted. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that there was the cut in sheath and carrier tube appeared to be done manually as there were multiple indentations (clamp marks) indicating multiple attempts were made to cut the device. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the toggle on a angio-seal vip device broke during deployment. The physician thinks the deployment was still partially successful and it did not embolize. A angiography was confirmed. The patient was in stable condition. The procedure outcome was partially successful. Additional information was received 22october2019: broke off into the vessel.